Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 7/11/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) patient who underwent primary breast augmentation with an unknown mentor saline prosthesis experienced deflation on the right breast prosthesis post procedure. As a result, the patient underwent unilateral removal and replacement with mentor smooth round moderate profile 175 cc saline prosthesis on (B)(6) 2018; catalog # 3501620, s/n (B)(4). (R).

Manufacturer narrative:
The following information was mistakenly omitted from the report submitted on 7/20/2018: deflation of the right breast prosthesis was diagnosed through an ultrasound. Device evaluation summary: the device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered a rent measuring approximately 0.2 cm within a crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/5/2018, it was reported to mentor that this complaint was identified as a duplicate of manufacturer¿s reference number (B)(4), and any additional information received will be submitted under both report numbers. Duplicate manufacturer report number: 1645337-2018-03962. Manufacturer¿s reference number: (B)(4).